Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively that the patient experienced cardiac perforation and tamponade with thoracotomy performed. The pacing lead exhibited pacing failure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.